Event description:
It was reported that during a bilateral sagittal split ramus osteotomy procedure, the drill failed to operate. An osteotome was used to complete the procedure. The pt incurred a broken jaw at the osteotomy site, requiring the placement of 4 add'l screws.

Manufacturer narrative:
The product has not been received for investigation. If further info is obtained, a f/u report will be completed.